Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a procedure to revise a lead the implantable pulse generator (ipg) could not be reconnected. There was fluid noted to be in the header and when the leads were connected the leads felt loose. The device was explanted and replaced. No patient complications have been reported as a result of this event.